Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. The patient was given medication before the start of the treatment; which medications administered is unk. The physician had difficulty placing the catheter into the pt's prostatic urethra, which caused significant bleeding in the pt. The pt was not able to receive prolieve treatment, the case was aborted. Bleeding was consistent. The physician placed a foley catheter in the pt for one week to allow bladder drainage. As at this report, per the physician, the pt was fine and hoped to reschedule prolieve treatment.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit was not returned for eval. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.